Manufacturer narrative:
(B)(6) . The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was reported as due to a nosocomial infection. It was reported the patient was hospitalized for another indication then discharged (unreported dates). The patient presented with peritonitis manifestations of abdominal pain and cloudy effluent and was subsequently hospitalized. The same day the patient began treatment with intraperitoneal vancomycin (dose and frequency not reported). Pd therapy was ongoing. On an unreported date during the same month as event onset, antibiotic therapy was discontinued, and the patient was recovered from the peritonitis event. No additional information is available.